Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stent were implanted in the cx. Approximately 21 months post index procedure, the patient suffered from acute gi hemorrhage. The event was treated with medication. The patient recovered. It is unknown if the patient was on dapt 24 hours prior to event. Cec adjudicated the event as bleeding complication.